Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number, 0202848437, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 27-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 400 ml. Flow rate: 4 ml/hr to 8ml/hr. Procedure: total knee . Cathplace: left thigh. It was reported by the caregiver that the patient¿s onq pump was leaking at the catheter¿s insertion site, and emptied. The caregiver stated that the patient passed out from accidentally taking too many narcotics and was taken to the emergency room (ER) on (B)(6) 2018. The patient's spouse stated the patient had no metal taste in mouth, he had no ringing in ears or other odd side effects. The family member stated that in the ER she noticed the patient's heart rate (hr) was in the low 100's and that was the only thing that was notquite normal. Additional information was received on 06-mar-2018 from the caregiver that stated, the pump started some leaking on (B)(6) 2018. On (B)(6) 2018, the pump was leaking a lot at the catheter insertion site under the tape. As the caregiver called the hotline nurse she didn't realize the pump was completely empty until told to check. The patient had no signs and symptom of local anesthetics it was supposed to infuse another 24-hours. The caregiver also clarified that the patient went to emergency room on (B)(6) 2018 because the patient took too much oxyir and percoset at the same time, which had nothing to do with the pump. The patient was reported to be "fine, nothing out of the ordinary."

Manufacturer narrative:
One (1) used pump was received empty. A syringe was used to refill the pump with 30 ml of 0.9% saline and no leaks were observed. About 4 ml of food grade dye was then added to the pump. A baxa repeater pump was used to refill the pump with an additional 366 ml of saline. The pinch clamp was opened and an infusion was observed at the distal luer. The pump was pressurized for approximately 53-hours and no leaks were observed. The investigation summary concluded that a leak was not observed. The pump was refilled to nominal volume with 396 ml of 0.9% saline and 4 ml of dye and no leaks were observed. After pressurizing the pump for approximately 53-hours no leaks were observed. No root cause was identified all information reasonably known as of 06-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).